Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. The target lesion was located in the circumflex artery (cx). While the 3.00x16mm liberte bare stent was being unpacked it dislodged from the stent delivery system. The device never entered the pt and the procedure was successfully completed with another of the same device. No pt complications occurred. The pt's current condition is listed as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent was received detached from the delivery device and was trapped inside the stent protector. Also received with the device was the product mandrel. An examination of the delivery balloon found that the balloon had been inflated and was not refolded. A clear impression was visible on the balloon of where the stent had been crimped initially. An examination of the stent protector and the crimped stent, found no anomalies. The product mandrel was kinked at 8cm proximal to its distal edge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. The target lesion was located in the circumflex artery (cx). While the 3.00x16mm liberte bare stent was being unpacked it dislodged from the stent delivery system. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications occurred. The patient's current condition is listed as 'stable'.